Event description:
It was reported that a staff member was injured due to the weight of the isotour mattress during cleaning. It was further reported that a user received first aid.

Manufacturer narrative:
H3 other text : device was not made available by the customer.